Event description:
It was reported that the customer experienced an intermittent blood glucose (bg) level of 606 mg/dl. The customer delivered a correction bolus to address bg. On (B)(6) 2025 the customer went to the emergency room (ER). Reportedly the customer had high ketones which were identified as dangerous by a healthcare professional. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged (B)(6) 2025, however, returned to the ER that evening due to the reported issue being ongoing. The customer was released from the ER on (B)(6) 2025. The customer alleged the pump was not delivering boluses. A system check with tandem technical support confirmed the pump was functioning as intended. No additional patient or event information was available.